Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Product analysis: the device was returned and evaluated by product analysis on 01/21/2016 with the following findings: the complaint could not be investigated due to a moisture ingress issue. Review of the pump¿s black box found no related alarms. Data relevant to the complaint was overwritten due to continued pump use. The pump emitted a call service 078 alarm during the rewind step of the prime sequence. Evaluation revealed moisture on the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.